Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 07/28/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. The lens returned cut from the edge across the optic. Both lens haptics were observed in good shape. Due to the condition of the lens returned the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an ar40e 19.5 diopter intraocular lens (iol) was implanted but post-operative visual acuity was not achieved as expected. Secondary operation was performed to remove this iol and it was replaced with the same model, a higher, 20.0 diopter lens. After the exchange, post-op was well achieved. However, the patient and surgeon were still complaining about the product quality; however, did not provide any specifics. No further information was provided.